Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that while in use on a patient the lower display on an 840 ventilator was dark. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse found the lower display blank and replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), and back light inverter pcbs. The cse performed extended self-testing on the device and all tests passed.